Event description:
The recipient reportedly experienced a decrease in performance and open electrodes. Revision surgery will be scheduled.

Manufacturer narrative:
The date of this report is corrected to 01/27/2016. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed all electrode wires to be broken at the fantail region. System lock was obtained. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The scanning electron microscopy analysis revealed evidence of tensile breaks at the fantail region on all electrode wires. The photographic imaging inspection and scanning electron microscopy analysis revealed tensile breaks on all electrode wires at the fantail region. These breaks can be associated with the decrease in performance and the open electrodes reported. A CAPA was implemented. This is the final report.

Manufacturer narrative:
(B)(4)